Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-jan-2023. The most recent information was received on 27-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("two tubal implants projecting from the pelvic excavation/ implant is visualised at the endocavitary leve") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2015, she experienced device dislocation (seriousness criterion medically important), myalgia ("muscle pain"), tooth disorder ("dental problem"), tendonitis ("tendonitis"), periarthritis ("retractile capsulitis") and ovarian cyst ("right ovarian cyst/estrogenic impregnation"). On an unknown date she experienced fibromyalgia ("chronic fibromyalgia pain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to device dislocation, myalgia, tooth disorder, tendonitis, periarthritis, ovarian cyst or fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. [Abdominal x-ray] (date unknown): identification of two tubal implants projecting from the pelvic excavation. [Ultrasound pelvis] on (B)(6) 2022: the ultrasound study, performed endovaginally, makes it possible to find a uterus of normal size and ultrasound, measuring 79 mm x 34 mm. The thickness of the endometrium is difficult to appreciate; an essure implant is visualised at the endocavitary level justifying the realisation of an axr. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("two tubal implants projecting from the pelvic excavation/ implant is visualised at the endocavitary leve") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2015 she experienced device dislocation (seriousness criterion medically important), myalgia ("muscle pain"), tooth disorder ("dental problem"), tendonitis ("tendonitis"), periarthritis ("retractile capsulitis") and ovarian cyst ("right ovarian cyst/estrogenic impregnation"). On an unknown date she experienced fibromyalgia ("chronic fibromyalgia pain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to device dislocation, myalgia, tooth disorder, tendonitis, periarthritis, ovarian cyst or fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kg. [Abdominal x-ray] (date unknown): identification of two tubal implants projecting from the pelvic excavation. [Ultrasound pelvis] on (B)(6) 2022: the ultrasound study, performed endovaginally, makes it possible to find a uterus of normal size and ultrasound, measuring 79 mm x 34 mm. The thickness of the endometrium is difficult to appreciate; an essure implant is visualised at the endocavitary level justifying the realisation of an axr. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.